Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number not available at the time of report.

Event description:
The customer reported that the audio was not functioning on the remote speaker solution. There was no patient incident.